Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade IV, "16mm siliconoma in axillary region" and double capsule.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Double capsule: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: encapsulation observed.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade IV, "16mm siliconoma in axillary region" and double capsule.

Event description:
Healthcare professional reported left side extracapsular rupture, capsular contracture, baker grade IV, double capsule, and 16mm siliconoma in the axillary region diagnosed by ultrasound. A biopsy was negative for cd30. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted an opening on the posterior side assessed as unidentified (tear)opening and missing piece of shell assessed as inconclusive. The shell thickness within specification. Additional observations noted creases.